Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer also reported that the pump touch screen was frozen and unresponsive on the bolus screen. At the time of the report with tandem technical support the touch screen was functioning as intended. Customer's blood glucose level ranged from 100 mg/dl to 500 mg/dl.